Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the 3t heater-cooler water tank level sensors did not seem to be reporting correctly. A livanova field service representative was dispatched to the facility to investigate the device and when the 3t hc was powered on, after filling the tanks, the machine was returning error pump (stirring mechanism) is blocked (e07) and the stirrer motor was stuck. The stirrer motor was manually made able to spin again even if the motors bearings were still noisy and error alarm cleared. The motor stirred for about 1-2 seconds and then returned the alarm pump (stirring mechanism) is not immersed in liquid (e08). The float level, stirrer motor and distribution board were replaced. Presently the 3t hc still returns e08 alarm the for longer than normal on a drain/refill, and once it clears, the machine runs as expected. The level sensor works as expected. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2015. Taking into account the manufacturing date of the unit (2015) and considering investigation results for similar complaints, the root cause of the reported issue can be traced back to the failure of the replaced components most likely due to the wearing. In detail, considering the symptoms (stuck and noisy stirrer motor) found during livanova field service activity, the fault with the stirrer motor is most likely associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.